Event description:
Caller states the patient tested 4.7 inr and 3.3 inr on the coaguchek xs system. Caller states that the customer was told to skip his warfarin for one dose and then the dosage was changed. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.